Manufacturer narrative:
An onsite evaluation of the thermorgard xp ivtm console (B)(4) was performed by a zoll service technician. During review of the retrieved event log, the customer complaint was confirmed. Further evaluation of the device found that liquid had damaged the pc board on the air trap, subsequently causing the reported mid:09 (air trap assembly) issue. To resolve the issue, the air trap sensor block was replaced. The thermogard console is a reusable device and was manufactured on 01 july 2010. This type of issue is characteristic of normal wear and tear for the life of the device; the console also has exceeded its expected service life of 5 years. During visual inspection no physical damages were observed. A yearly preventative maintenance was performed. The display head and internal fan were checked and cleaned. The console passed all tests and performed within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard console (B)(4).

Event description:
As reported, the thermorgard xp ivtm console (B)(4) displayed a mid:09 (air trap assembly) during start-up. To troubleshoot the issue, the air trap sensors were dried and cleaned; however, the issue continued. A secondary thermogard console was used to begin and complete patient's temperature management therapy. There was no known patient consequence reported.